Event description:
I had my essure done in 2011 and 2013. I started getting these symptoms, cramping, sharp/stabbing pelvic pain, abnormal menses, constant spotting, discharge with odor and without, hot flashes, excessive bleeding during period, painful ovulation, night sweats, bleeding/spotting after sex, painful periods, bleeding between periods, long menstrual cycles, sexual dysfunctions unable to orgasm or feel pleasure, yeast infection, frequent urination, urinary tract infection, breast pain, back, joint, legs, breast, neck, spine and hip pain, chronic pelvic pain, all over body aches/pain, nausea, vomiting every morning, gas, constipation, metallic taste in mouth, heartburn, lots of headaches and migraines, dizziness, anxiety, panic attacks, mood swings, depression, sadness, mood disorders, swelling of legs or feet, hair loss, hair growing in new places, dental issues, insomnia, weight issues, gain, sleep apnea, blurred vision, excessive sweating.